Manufacturer narrative:
Product event summary: lead returned with the distal end was damaged/slightly bent. The stylet insertion test result was passed thr ough lead without obstruction. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, upon removal from packaging damage lead visually looked damaged right away when opening, the lead was kinked/bent in the distal region. Physician elected to implant the rv lead, however during implant the stylet would not go straight to the tip of the lead and no capture was observed. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. Lead returned with the distal end was damaged/slightly bent. The stylet insertion test result was passed through lead without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.